Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. The reported driveline disconnect and low flow alarms were confirmed via the submitted log files; however, a specific cause for the events could not be conclusively determined the submitted log files contained relevant events from (B)(6) 2026. Intermittent low flow hazard alarms were captured throughout the log file when the estimated flow decreased below the low flow alarm threshold. A driveline disconnect resulting in a pump stop was captured at 10:34:05 and was associated with lvad off and driveline disconnect alarms. The driveline was reconnected approximately 15 seconds later, and the pump ramped up to the fixed speed without issue. A second driveline disconnect resulting in a pump stop was captured at 11:31:38, consistent with the discontinuation of support. No other notable events or alarms were captured, and the pump appeared to function as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU rev. D and the heartmate 3 patient handbook, rev. A are currently available. Section 1 of the IFU, ¿introduction¿, of this document lists potential adverse events, including death, that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 2 of IFU, entitled, ¿system operations,¿ cautions the user to check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. This section states that if the driveline disconnects from the system controller, the pump stops, and that in an event the driveline disconnects from the system controller, the user should promptly reconnect it to resume pump operation. Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outlines all system alarm conditions as well as how to respond to each alarm condition. Section 8 of the patient handbook, entitled ¿handling emergencies¿, lists examples of emergencies and the proper actions to take. The IFU and patient handbook also warns of events that may cause the pump to stop and how to prevent pump stops from occurring. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was found down at home for an unknown amount of time on (B)(6) 2026. The patient's spouse noted ventricular assist device alarms and found the patient unconscious. Emergency medical services arrived 10:10 am, and advanced cardiovascular life support (acls) protocol was initiated. The patient received cardiopulmonary resuscitation (CPR), multiple rounds of epinephrine, dobutamine, and other pressors. It was noted that at one point the patient had arterial mean arterial pressure over 60. Which quickly degraded leading to cardiac arrest and anoxic brain injury. The patient eventually passed away. Log file review was requested which revealed low flow events on 10:28:14 while on mobile power unit (mpu) power. This was followed by power cable disconnects and low power hazards at 10:30:45 due to power the the mobile power unit (mpu) bein briefly` interrupted. At 10:32:28 the interruption in power to the mpu was resolved. Low flow alarms occurred again at 10:33:37 followed by a driveline disconnect at 10:34:05 and the driveline was reconnected at 10:34:19 and the pump returned to operating as intended. Intermittent low flow events continued to be captured between 10:34:45 & 11:31:02. A set speed adjustment to 4800 rpm at 11:05:04 & another power to the mpu being briefly interrupted event occurred at10:36:46 .the event file ended with the driveline being disconnected at 11:31:38. The outcome was not considered device related and the device operated as expected.